Event description:
It was reported that the user experienced hyperglycemia with a fingerstick blood glucose of 454 mg/dl after changing the infusion site and transitioning from a dexcom g7 to a dexcom g6 due to g7 connectivity issues with both the phone and the ilet; the user self-administered 10 units of subcutaneous insulin and kept the ilet attached to continue automated insulin delivery. Symptoms included elevated blood glucose without reported loss of consciousness, seizure, or injury. Outcomes included a subsequent blood glucose reduction to 290 mg/dl, no hospitalization, and restoration of continuous glucose monitoring by initiating a g6 sensor while awaiting a g7 replacement. Investigation included technical support troubleshooting and user education regarding cgm device replacement and continued use of the ilet. Investigation of this case revealed that the cgm signal failure with the g7 prevented sensor readings on connected devices and that the hyperglycemia etiology was unclear. It was concluded that the event represents hyperglycemia with an undetermined cause, with corrective action consisting of reverting to the g6 and continued ilet use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.